Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed). If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of pulse field ablation procedure, a faradrive steerable sheath was selected for use. It was noted that an excessive amounts of bubbles whilst aspirating in the sideport through the 3 way tap, but not in the main body of the sheath. The sheath was replaced and the procedure was completed successfully. No patient complications occurred.